Event description:
Hcp reported pt presented with signs of infection two years after implant. Symptoms included redness, swelling, drainage and pocket erosion. Cultures were obtained from the primary location of the infection, the device pocket, but no growth was found. The pt was treated with both IV and oral antibiotics and the device system was removed. Hcp reported the infection resolved. The device was removed but not returned to the MFR for analysis.